Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of an unknown rupture in the thoracic aorta and a 2.8 cm in diameter aneurysm. Vessel morphology was not reported. The stent graft was successfully implanted without issue. The patient was sent to recovery and it was reported that five hours post procedure the patient expired. The physician stated that the cause of death was not related to the stent grafts or the procedure. The exact cause of death is unknown and the patient¿s family denied an autopsy to determine the cause. It was reported that the patient expired later that day.

Manufacturer narrative:
(B)(4).